Event description:
Customer reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units between the displayed and expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by loading more insulin and replacing the cartridge. Technical support instructed the customer to call back for further troubleshooting if needed and agreed to send a replacement cartridge, which the customer acknowledged. Customer also requested an email with links to cartridge load resources.